Event description:
The user received a questionable total prostate specific antigen (tpsa) result for one patient sample. All results are in ug/l. The initial result from a serum sample was 0.057. The user had seen the patient and noticed how ill he was, so the result was questioned and not released outside the laboratory. The user repeated testing on a heparin sample from the same patient and the result was >100 with a data flag. The user then repeated testing with the same serum sample with a 1:10 dilution. The result was 94.06 and was reported outside the laboratory. No adverse events were alleged regarding the event. The tpsa reagent lot number was 157638.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Quality controls were acceptable. No alarms were generated on the system. The patient was not affected by the event.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after extending the array into the liver metastasis, the tines were found to be twisted. The procedure was completed with another leveen coaccess electrode system. The account reported that the electrode was tested outside the patient and worked without issue.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.